Event description:
It was reported that the patient experienced pain. During a dye study the healthcare provider was unable to aspirate the catheter. A catheter replacement was planned. The patient status was reported as ¿alive ¿ no injury¿. The device system was used to deliver morphine. It was later reported that the catheter and pump were being replaced on (B)(6) 2013. The patient was still not receiving effective therapy and the exact catheter location was unknown.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l69631, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all non-destructive lab testing. There was motor stall recovery in the logs. After doing destructive analysis the technician found nothing significant that may cause the motor stall. Analysis of the catheter found a hole caused by the metal pin of the pump connector poking. Analysis of the catheter also found a broken pump connector suture ring. During pressure testing leak was seen from underneath the pump connector sleeve of segment. The segment was inspected under a microscope and hole was noticed. The distal strain relief sleeve was damaged during analysis to get to the hole. The hole was seen over the bar of the pump connector pin. Also, a broken suture ring was seen on the proximal segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.